Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had acute bursitis from wearing the device on the left shoulder. The patient went to ER and was given medication. The patient reported that the shoulder issue improved. Patient decided to discontinue use on the device.